Event description:
Ureteral injury intraoperatively. It was felt that there was ureteral injury that could not be managed by endoscopic means, and open conversion had to be performed. During surgery it was identified that there was an avulsion injury and the ureter had retracted into several more centimeters above within the adventitia even though the adventitia remained intact. It was felt that primary ureteral repair would not be possible for reimplantation in the bladder and that the bladder should be mobilized. A boari flap was then created by creating a flap on the left side of the bladder. Patient was discharged with no lasting injury so did not meet the criteria. After internal quality review, md felt the basket became disengaged, he felt resistance, the interpretation from the charge rn was that it was not due to the basket, but due to the stone/renal calculi. Md (urologist) review felt it was a known complication of this procedure. The device was not retained and was disposed off.